Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
Same case as manufacturer report #: 2134265-2010-03834. It was reported that during a percutaneous transluminal angioplasty treatment procedure the guide wire adhered to the balloon catheter. The 90% stenosed lesion was located in the moderately tortuous vessel in the left upper arm. A v-18 poly tip guide wire was advanced across the lesion. Next, the physician attempted to advance another manufacturers balloon catheter over the wire, however, the balloon became stuck on the wire and both devices were removed as a unit. The physician separated the two devices, flushed the guide wire and advanced the wire across the lesion. The same balloon was advance over the wire, however, the balloon became stuck on the wire. The physician removed both devices together as a unit and separated the v-18 and the balloon. A new v-18 guide wire was advanced across the lesion. The physician attempted to advance the same balloon over the guide wire, however, the balloon became stuck on the mid section of the guide wire. Both devices were removed from the patient and the physician separated the two devices. Another manufacturers guide wire was advanced across the lesion and the same balloon was used to complete the procedure. No patient complications were reported and the patient's status was good.